Event description:
Per written report: "customer indicated that the product was leaking." Three incidents of tpn leaking below drip chamber after approximately one hr in usage. 3/17/99 rptr stated two of the pts developed central line infections, and lines were pulled and antibiotic therapy initiated. Rptr stated they could not be sure that the reported issue was directly related to the infection.